Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 90 to 110 mg/dl. Comparing blood glucose test results to embrace meter test results. Blood test performed using both meters and test result was 53 mg/dl with embrace meter and 89 mg/dl with trueresult meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call fasting ((B)(6) 2015; 12:38pm) with result of 55 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed 2 hours after meal from meter memory: memory 1:96mg/dl (B)(6) 2015 12:23pm; memory 2:53mg/dl (B)(6) 2015 11:26am; memory 3:119mg/dl (B)(6) 2015 06:38pm; memory 4:166mg/dl (B)(6) 2015 12:29pm; memory 5:65mg/dl (B)(6) 2015 11:26pm. Based on the customer's expected blood glucose results of 90 to 110 mg/dl and the lowest result recalled in meter memory of 53 mg/dl; the complaint is reportable.

Manufacturer narrative:
Internal report (B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fil.